Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis. The customer reported being admitted into the intensive care unit as a result of their high blood glucose. Date of hospitalization was (B)(6) 2015. Customer's blood glucose was 444 mg/dl at the time of admission. The customer reported experiencing chest pains and feeling tired and sick prior to their hospitalization. The customer stated their blood glucose has been fluctuating throughout the day. Customer was treated with 10 units of insulin and fluids at the hospital. Troubleshooting did not find any issues with the customer's infusion set or insulin pump. However, customer reported receiving no delivery alarms since their high blood glucose began. The insulin pump passed a high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.